Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the report of cardiac arrest could not be conclusively determined through this evaluation. Evaluation of the submitted controller event log file revealed intermittent low flow events on (B)(6) 2023. Pulsatility index (pi) was elevated during the majority of these events. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. Although a specific cause for the low flow events observed in the controller event log file could not be conclusively determined through this evaluation, additional information was reported indicating that the patient passed away on (B)(6) 2023 of cardiac arrest. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. As of 08mar2023, (B)(6) has not been returned to abbott for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the hm3 lvas. This section also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Additionally, this section states, in general, the magnitude of the pi value is related to the amount of assistance provided by the pump . Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 3 of the IFU, ¿powering the system¿, and section 6 of the IFU, ¿patient care and management¿, warn that the patient must always connect to the power module or mobile power unit (mpu) for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms. These sections also warn not to use batteries to power the system when the patient is sleeping. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the event log file captured multiple low flow alarms on (B)(6) 2023 where the flow appeared to be dropping below the low flow setting of 2.5 liters per minute (lpm). The log file showed the flow dropping to zero on a few occasions along with the pulsatility index (pi) being elevated. It was recommended to consider any conditions that could reduce blood volume flowing through the pump and possibly obtain a computed tomography angiography (cta) of the inflow cannula and the outflow graft to review for twisting, kinking, and pump position. Additional information was received that the patient passed away on (B)(6) 2023 due to cardiac arrest.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.